Event description:
It was reported during the trial procedure the physician was unable to advance the scs lead to the correct location due to difficulty steering the lead. The physician used a different scs lead to complete the procedure. Additionally, the procedure was extended by approximately 60-70 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.